Manufacturer narrative:
Product complaint # (B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune tibial handle is faulty. It was connecting fine, however, after we tried to disconnect the handle it was stuck and it required a mallet to disconnect from the tibial prep plate. No surgical delay. No adverse affects on the patient.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was returned. After physical and photo review, the reported allegation cannot be determined, since the mating device was not returned. No issues were observed in the piece. Depuy synthes considers, the investigation closed at this time. Should additional information be received, the information will be reviewed. And the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mrae) was not performed.